Event description:
It was reported that the user experienced a high blood glucose event, self-reported through a survey, with the cause unclear; no alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported long-term impact beyond the acute event. Investigation included case follow-up and user education on troubleshooting steps. Investigation of this case revealed no device alarms or confirmed device malfunction, and no device component issues were identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.